Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system, and confirmed the reported issue. The flow sensors were calibrated to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported system not holding pressure due to a stuck flow sensor diaphragm. There was no report of patient involvement.